Manufacturer narrative:
The insulin pump passed the displacement test. The motor error alarm during the basic occlusion test due to loose/protruded drive support disk. We were unable to perform the error test, prime test, excessive no delivery test and occlusion test due to motor error. The insulin pump received with normal operating current. The insulin pump passed self-test and off no power test. The motor was tested outside of the device and passed. We were unable to verify alarm in the alarm history due to history file overwritten with alarms. The insulin pump alarmed due to a corrupted history file. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was 88 mg/dl. The customer stated that the motor error occurred during prime. The customer stated that the drive support cap is not damaged. The customer stated that the pump was not exposed to high magnetic field. The customer stated that there was no motor position encoder error in the alarm history. The customer will be sent a replacement pump. The customer will return the pump for analysis.